Manufacturer narrative:
Complaint conclusion: as reported, an obstruction was noted in a 6f 11cm avanti+ introducer trans radial catheter sheath introducer (csi) kit after right radial artery insertion, and flushing revealed a strip-like thrombus. The sheath was replaced, and the procedure was abandoned after discussion with the patient. There was no additional reported patient injury. The device and packaging were not damaged prior to opening, and the device was stored, prepared, flushed, and assembled in accordance with the instructions for use (IFU). The user was trained in the use of the device. The product was not returned for analysis. A product history record (phr) review of lot 18445612 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿thrombosis in device¿ cannot be substantiated without a product evaluation, images for review and the limited information provided. Therefore, the exact cause of the reported event cannot be found. Thrombus is a known complication and is documented in the IFU as such. Please note that the formation of thrombus within a vascular access device can be influenced by multiple clinical factors. These may include, but are not limited to, inadequate or delayed initiation of anticoagulation therapy (e.g., heparin infusion via the sidearm extension) or insufficient systemic anticoagulation prior to or during device use. These factors should be considered when evaluating potential contributors to the event. While we acknowledge the customers. The device labeling is considered adequate with respect to the reported event. Anticoagulation during sheath use is part of established clinical practice for angiographic procedures and is not specific to the device. Therefore, no labeling deficiencies were identified. ¿ based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, an obstruction was noted in a 6f 11cm avanti+ introducer trans radial catheter sheath introducer (csi) kit after right radial artery insertion, and flushing revealed a strip-like thrombus. The sheath was replaced, and the procedure was abandoned after discussion with the patient. There was no additional reported patient injury. The device and packaging were not damaged prior to opening, and the device was stored, prepared, flushed, and assembled in accordance with the instructions for use (IFU). The user was trained in the use of the device. The case was reported to the china nmpa. The damaged product was discarded and cannot be returned for evaluation.

Manufacturer narrative:
Updated section b5 and h6. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an obstruction was noted in a 6f 11 cm avanti+ introducer trans radial catheter sheath introducer (csi) kit after right radial artery insertion, and flushing revealed a strip-like thrombus. The sheath was replaced and treatment continued without patient impact. There was no reported patient injury. The case was reported to the china nmpa. The device will not be returned for evaluation.